Event description:
Inserted on (B)(6) 2025. Explanted on (B)(6) 2025. Sudden desaturation of a stable baby undergoing spontaneous ventilation since (B)(6) 2025 with cardiorespiratory arrest due to migration of the mentioned catheter in the left midclavicular position (observed on the follow-up x-ray of (B)(6) during desaturation). N.b.: catheter not re-controlled since insertion on (B)(6) 2025 - patient stable and undergoing spontaneous ventilation since (B)(6) 2025. Transferred to intensive care for appropriate management - additional tests (perfuthorax puncture). Apparent immediate consequences: for the patient: severe perfusothorax with cardiorespiratory arrest, transferred to intensive care with intubation for cardiorespiratory arrest. Good recovery with cessation of parenteral nutrition via the catheter - pain+++ and other potential consequences. For professionals: event management - crex. For the institution: serious consequences for patient care - economic cost due to the need for transfer to the intensive care unit with tests and drug treatments. Resuscitation procedures with intubation and transfer to intensive care. Placement of a peripheral venous line. Puncture of the right perfusothorax. We got informed: the proof is that they organized a crex (analysis with all the professionals in the service on what happened) because over a month of installation they never checked the positioning of the catheter.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
Inserted on (B)(6) 2025, explanted on (B)(6) 2025. Sudden desaturation of a stable baby undergoing spontaneous ventilation since (B)(6) 2025 with cardiorespiratory arrest due to migration of the mentioned catheter in the left midclavicular position (observed on the follow-up x-ray of (B)(6) during desaturation). N.b.: catheter not re-controlled since insertion on (B)(6) 2025 - patient stable and undergoing spontaneous ventilation since (B)(6) 2025. Transferred to intensive care for appropriate management - additional tests (perfuthorax puncture). Apparent immediate consequences: for the patient: severe perfusothorax with cardiorespiratory arrest, transferred to intensive care with intubation for cardiorespiratory arrest. Good recovery with cessation of parenteral nutrition via the catheter - pain+++ and other potential consequences. For professionals: event management - crex. For the institution: serious consequences for patient care - economic cost due to the need for transfer to the intensive care unit with tests and drug treatments. Resuscitation procedures with intubation and transfer to intensive care. Placement of a peripheral venous line. Puncture of the right perfusothorax. We got informed: the proof is that they organized a crex (analysis with all the professionals in the service on what happened) because over a month of installation they never checked the positioning of the catheter.

Manufacturer narrative:
Upon request, the customer provided the following additional information: the catheter migrated (it did not break). The ktc was secured in accordance with departmental praticel using an occlusive with compresses, steri-strips, and tegaderm. The baby is stable on spontaneous ventilation with parenteral nutrition via the new ktc. The post-event brain MRI on (B)(6) is normal. The ktc was positioned in the left upper limb. Since we did not receive the faulty sample, no investigation is possible. The customer stated that the positioning of the catheter was not re-controlled since insertion. This incident shows obvious signs of bad positioning/movement of the catheter into in the left midclavicular position which causes cardiorespiratory arrest and severe perfusothorax. Perfusothorax is a rare complication of piccs placed in neonates. We warn in the product's IFU: precautions: the catheter tip must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias. It is necessary to make checks of the catheter tip position at regular intervals throughout the usage of the catheter. Furthermore, the IFU states: assess the patient and determine the site for introduction of the catheter and using the measuring tape estimate the length of catheter needed to place the distal end at the junction between the vena cava and the right atrium. If needed, the catheter can be trimmed. Important: arrange for a chest x-ray to confirm correct placement prior to starting the IV infusion through the catheter. Furthermore, there is a warning letter which states: warning: · failing to follow the precautions of use can cause cardiac tamponade or other severe complications. Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are seven further complaints for batch 180624gs and one further complaint regarding cardiac tamponade/pericardial effusion on product code 1261.203 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there are no indications of a manufacturing fault. Thus, as vygon, we do not take the responsibility for this complaint.